Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly doing well. This is the final report.

Event description:
The recipient reportedly experienced a displaced magnet following an MRI. The recipient magnet was replaced on (B)(6) 2019.